Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully resolved the malfunction, and was advised to continue using the pump while contacting support if the issue recurred.